Event description:
It has been reported to philips that the system gave an emergency stop warning message and fluoroscopy was unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the kyphoplasty treatment. The procedure was completed after a delay of 40 minutes. It was reported to philips that the emergency stop displayed during a procedure. Review of the log file shows errors related to emergency stop. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system gave an emergency stop warning message and fluoroscopy was unavailable. The user also informed that they found a loose cable in the geometry control module cable extension box. To resolve the issue, the rse instructed the user to tighten the cable finger screws and secure the cable with a tie wrap. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.